Event description:
The lay user/pt contacted lifescan (lfs) in 2006 and alleged that her one touch ultra meter was not powering on. Lfs was able to obtain further info from the pt. The day before the call in the afternoon, the pt was able to test on the meter (time and result not provided) and stated that the meter worked fine then. However, the next day, the pt attempted to test her blood glucose on the subject meter after breakfast, but the meter did not turn on. She tried to test again at 11:00am while feeling dizzy, but was still not able to test. The pt informed lfs that she has hypoglycemia nearly everyday at the same time. Due to the symptoms, she ate bread with jam and felt better after about 15-20 minutes. Her son replaced the battery and the meter showed the flashing time. So, the pt called lfs to help with the meter. The pt does not take any diabetese medication and tests her blood glucose regularly, as she has problems with low blood glucose levels. She does not use the meter everyday. At the time of troubleshooting, the meter was showing the flashing time. The meter settings wrere first set and then the pt was asked to insert a test strip. The meter did not turn on with the test strip, but the meter did turn on by pressing the m-button (power button). When lfs contacted the pt to obtain further info, the patient mentioned that the subject meter was working fine again. She assumed that she had inserted the test strip incorrectly, but was not sure. This complaint is reported because the meter did not provide a result during the time the pt was feeling dizzy, which suggests she may have been hypoglycemic. She administered appropriate self-care and felt better. However, the pt reported that the meter was functioning again. A replacement meter, and test strips were sent to the lay user/pt.